Event description:
It was reported that during preparation for an unspecified procedure, the liberte' monorail stent was not correctly attached on the balloon and the top of the stent was damaged. The event occurred outside of the patient and the device was not used. No patient injuries or complications were reported.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.